Manufacturer narrative:
Philips service replaced the flexvision pc and recalibrated the table height. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that flexvision images froze after reboot; intermittent freezing was reported on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.